Event description:
It was reported that the patient presented in clinical follow-up. Interrogation noted an increase in capture threshold. No interventions were performed. The patient was in stable condition.